Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that to have charged ins last night and today but while attempting to go into MRI mode today, the ins is showing 10% charged. Caller stated that handset was currently showing "power on reset has occurred, please check device battery level". Caller was able to proceed and see that ins was at 10% and MRI mode was activated. Tss had caller confirm battery levels which showed ins-10%, communicator-88% and handset-97%. Caller was able to navigate through MRI mode to see that it was active and patient was full body eligible. Caller inquired about how ins will deplete (and if they have enough time to perform the scan before ins depletes) if patient claimed to have charged it last night/today and it's already depleted to 10%. Tss reviewed possibility that patient may have charged external devices rather than ins but at this time, there isn't enough information to know if there is an issue with the ins depleting quickly. Tss reviewed guideline recommendation to have ins charged to 30% and potential risks if ins isn't sufficiently charged during scan. Caller was going to consult with colleagues regarding the scan. Tss recommend patient charge ins in the meantime.